Event description:
It was reported that an infusors balloon ruptured during filling. The device was being filled with a 60 cc syringe in the clean room when the malfunction occurred. The device was being filled with dextrose and fluorouracil when the balloon ruptured. There was not patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured april 18, 2014 to april 19, 2014. The reporter stated that 60ml of dextrose had been added to the prefilled device. The IV technician then began adding 70ml of fluorouracil to the device for a total fill volume of 230ml. After 49ml of fluorouracil had been added, the balloon burst. Evaluation summary: the actual device was evaluated. Visual inspection of the unit noted a ruptured bladder. Microscopic examination was completed and revealed a marking on the interior surface of the bladder near the rupture line. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.